Event description:
During esophageal dilation while using alliance, syringe manometry equipment, syringe broke at base while secured in dilator manometer gun. Plastic (fractured) flew in all directions with explosive nature. No staff or pt injury.

Event description:
A review of complaints for this device upn indicates only two complaints reported from 1/03 through 5/05. Neither of these complaints is associated with the event described in mw1035433.